Event description:
Patient had a large aortic aneursym. Iliac arteries measured 7.5mm. Advancement through the ipsilateral iliac artery was difficult. A 22 fr dilator was ultimately advanced through the ipsilateral iliac vessel in a steady and slow manner. After dilation, the delivery system was advanced with no problems. After placement of the endovascular graft, while ballooning at the junction and the seal sites, the physician noted the stent in the leg graft expand while ballooning the graft. As a result, the iliac artery ruptured. Patient lost about two units of blood which was readily replaced. An iliac leg extension was placed up inside the leg graft at the site and extended providing full coverage of the ruptured vessel. Final angiogram noted sucessful exclusion of the aneurysm. Later, the pulse in the lower extremity of the patient's left side could not be detected. Upon exmination by the physician, a clot in the vessel was detected. The clot which was believed to be plaque was removed surgically. Patient is doing very well.